Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant that unacceptable parameters were noted and that the helix mechanism failed on the right ventricular (rv) lead. The physician elected to replace the rv with another. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable parameters. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Internal shorts were noted due to procedural damage to the lead body. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.